Event description:
The procedure was coil embolization for internal carotid posterior communicating artery aneurysm that was not calcified and mildly tortuous. No patient information was provided. Initially, several coils were placed using an (B)(4) (lot unknown) with no issues noted. However, the physician could not detach a deltaplush ((B)(4), complaint product) using the same cable. It was noted that the system ready light did not illuminate at the time the detachment was attempted. When the physician replaced the deltaplush for a new one, he was able to detach it without any problem using the same cable. Afterwards, the procedure was successfully completed. No patient injury/complication was reported. According to the physician, the pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the deltaplush were connected and the dcb powered on. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The complaint product is going to be returned for evaluation. The cable is unavailable for evaluation. No additional information was available.

Manufacturer narrative:
It was reported that the 3 mm x 4 cm deltaplush cerecyte microcoil (cdf100304-30/g15807) could not be detached using the same enpower detachment control cable ((B)(4)/lot unknown) and detachment control box that had successfully detach several other coils prior to the event and another coil after the event. The coil was safely withdrawn without any stretching or unintended detachment and the procedure was successfully completed with other coils with no patient injury. The pre-deployment electrical check was performed with no issues noted. The green system ready light illuminated when both the cable and the deltaplush were connected and the dcb powered on. It was noted that the system ready light did not illuminate at the time the detachment was attempted. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. There were no issues with resistance advancing through the renegade microcatheter. It is not known how much maneuvering was done to achieve the desired position in the aneurysm; however repositioning was not required after placement. The returned deltaplush device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. Located off the proximal end at 42.3cm, 106.0cm, 106.5cm, & 147.5cm are severe kinks to the core wire which all resulted in the severing of the electrical wiring in three places. The two connected kinks at 106.0cm and 106.5cm most likely occurred adjacent, but proximal to the rotating hemostatic valve (rhv) and are associated with resistance or distal interference inside the microcatheter; while the remaining kinks two on the core wire (located 42.3 and 147.5) most likely are associated with post-procedural handling. The evidence suggests that the primary contributing factor the coils failure to detach may have been the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system which may have contributed to the double connected kink in which the electrical wiring was severed. This explains why the microcoil system passed the electrical pre-deployment check, but failed to detach inside the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The renegade microcatheter has an inner lumen of 0.021." If there was any distal interference inside the microcatheter this may have contributed to the double connected kink in which the electrical wiring was severed resulting in the failure of the coil to detach. This specific patterned kink normally occurs from distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the renegade microcatheter used in the procedure, it cannot be determined if there were any additional contributions inside the microcatheter leading to the eventual kinking and electrical wire separation resulting in the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure of the coil to detach was confirmed. Based on the reported information and analysis of the returned device it appears that procedural factors/device manipulation and use of a non-compatible 18 series microcatheter caused severing of the electrical wiring in the delivery system resulting in the failure of the coil to detach. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the procedure was coil embolization for internal carotid posterior communicating artery aneurysm that was not calcified and mildly tortuous. No patient information was provided. Initially, several coils were placed using an ecb000182-00 (lot unknown) with no issues noted. However, the physician could not detach a deltaplush (cdf100304-30/g15807, complaint product) using the same cable. It was noted that the system ready light did not illuminate at the time the detachment was attempted. When the physician replaced the deltaplush for a new one, he was able to detach it without any problem using the same cable. Afterwards, the procedure was successfully completed. No patient injury/complication was reported. According to the physician, the pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the deltaplush were connected and the dcb powered on. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. The complaint product is going to be returned for evaluation. The cable is unavailable for evaluation. No additional information was available. Additional information received from the affiliate indicated that the type of renegade microcatheter was unknown. It was further clarified that when both the cable and the deltaplush were connected, the cable did not recognize the deltaplush, meaning that the system ready light did not illuminate. The green system ready light illuminated at the time of pre-deployment electrical check. Unknown how many times was the detachment button was pressed. The coil was safely withdrawn with no stretching or unintended detachment occurred during the process of withdrawal. The cable or dcb were not replaced in an attempt to detach subsequent coils. No resistance was reported and no repositioning was necessary once the coil was placed in the aneurysm. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. Located off the proximal end at 42.3cm, 106.0cm, 106.5cm, & 147.5cm are severe kinks to the core wire which all resulted in the severing of the electrical wiring in three places. The two connected kinks at 106.0cm and 106.5cm most likely occurred adjacent, but proximal to the rotating hemostatic valve (rhv) and are associated with resistance or distal interference inside the microcatheter; while the remaining kinks two on the core wire (located 42.3 and 147.5) most likely are associated with post-procedural handling. The evidence suggests that the primary contributing factor the coils failure to detach may have been the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system which may have contributed to the double connected kink in which the electrical wiring was severed. This explains why the microcoil system passed the electrical pre-deployment check, but failed to detach inside the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The renegade microcatheter has an inner lumen of 0.021.'' The secondary contributing factor to the coil's failure to detach may have been due to an unknown distal interference inside the microcatheter that produced the double connected kink in which the electrical wiring was severed. This specific patterned kink normally occurs from distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the renegade microcatheter used in the procedure, it cannot be determined if there were any additional contributions inside the microcatheter leading to the eventual kinking and electrical wire separation during the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.